Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 484 mg/dl at the time of the incident. Customer stated that she keeps getting a motor error alarm and a failed battery test alarm. Customer stated that she was attempting to change her reservoir and set and she received a motor error alarm. Customer removed the battery and received a failed battery test alarm. Customer tried a new battery but the pump won't turn on. Customer ran a 5.0 unit manual prime and the pump alarmed no delivery. Customer inserted a new battery and stated that the display returned. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. No failed battery test, battery out limit alarms or weak battery alarms noted. The insulin pump powered up properly after battery installation. The operating currents are within specifications. The insulin passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No unexpected no delivery alarms noted, no motor error alarms noted and the motor was tested outside the device and passed. However, the insulin pup was received with minor scratches on the lcd window, cracked case at the display window corners and missing the end cap sticker.